Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depleted faster than expected. There was no reported impact to the customer's blood glucose level. Reportedly, customer continued using current pump for insulin therapy and declined to provide additional information regarding the reported issue, and declined troubleshooting with tandem technical support.